Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during distal gastrectomy, while working on stomach-jejunum anastomosis, the device was not able to be fired. Surgeon replaced another stapler to resolve the issue. No patient injury.